Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high thresholds due to dislodgement. The lead was explanted and replaced. The patients condition was stable after the procedure.

Event description:
New information received on 2/10/2015 indicated that the lead exhibited loss of capture.